Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site on 16-apr-2020 and found broken rinse tubing and a needle was not moving correctly causing a decreased level for the rinse cuvettes. The fse fixed the broken tube and the issue with the needle movement affecting the rinse level. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial result was 21 mg/dl. The repeat result was 70 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number and expiration date were not provided.